Event description:
Additional information was received by the manufacturer on 27-dec-2022 via email and attached to the complaint object. The date of event was received and updated into the file. The reported event did not occur during patient use, the event did not result in any patient harm and no medical intervention was required.

Manufacturer narrative:
B3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: customer response email received with new information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a re-occurring system failure error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.